Event description:
A report was received that a pt had to charge her ipg more frequently. A review of the battery profile revealed that the ipg was exhibiting premature battery depletion. The pt underwent a revision procedure to replace the ipg. The pt is reportedly doing well following the revision procedure.